Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found there was no output from the power control module. The technician replaced the power control module to repair the bed.